Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not provided. On (B)(6) 2019 the healthcare provider reported that the patient¿s distal portion of the catheter was damaged and was revised on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the patient's weight was (B)(6). It was noted the device appears to be functioning well. The hcp did not know why the catheter was not returned. It was noted it may not have been discussed at the time. No further complications were reported/anticipated.